Manufacturer narrative:
The hyperform occlusion balloon catheter was returned for analysis. The hyperform guidewire was not returned. The reason for the guidewire not returning was not provided. Upon visual inspection, no damages were found with the occlusion balloon catheter hub; however, the hub was found to be occluded with what appears to be dried contrast. No bends or kinks were found with the hyperform catheter body. An attempt was made to flush the occlusion balloon catheter with water; however, was found to be occluded with what is likely to be dried contrast. To test for balloon inflation, the balloon subassembly was separated (cut) from the catheter body. A mandrel was inserted into the distal tip of the balloon for leak test. An unsuccessful attempt was made to inflate the balloon, as the balloon was found to be leaking. Upon examination, the balloon was found to be ruptured. No other anomalies were observed. Based on the device analysis and reported information, the report of no/slow inflation during set up was confirmed, as the balloon was found to be ruptured. However, the root cause for the damage could not be determined. The review of lot history records shows that the finished device met all manufacturing requirements and specifications during final assembly and quality inspection. It is likely the balloon was overinflated (maximum inflation volume 0.15cc) during preparation causing the balloon to rupture. However, the balloon inflation volume used was not reported. Per the occlusion balloon system instructions for use (IFU): directions for use ¿ ¿to inflate the balloon, use the 1 cc syringe to gently infuse the desired volume of recommended contrast solution. Balloon cannot inflate unless a portion of the distal 10 cm of the guidewire tip is occluding the distal inflation holes of the catheter. Do not exceed the maximum recommended inflation volume as balloon rupture may occur¿. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the preparation, the hyperform balloon was noted to be leaking. The device was not used to treat the patient. No additional information is available.